Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficult to remove appears to be related to circumstances of the procedure. The reported difficulties possibly contributed to the reported patient effect, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of perforation is listed in the hi-torque turntrac guide wire instructions for use as a known patient effect associated with use of this device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery (rca) that was a chronic total occlusion. (Cto) a stent was deployed in the left anterior descending coronary artery with good result. After coronary tomography angiography (cta) in the rca, the mid rca was closed. A hi-torque turntrac flex was used to open the cto. The guide wire was pushed in the rca through the closed vessel. Physician thought he was not in the right vessel so he pulled back the wire but it was not possible, even with force and jerking. After injecting contrast, a perforation was observed. A clinically significant delay was reported as balloon dilatation was performed in the vessel for 10 minutes to close the perforation. At that point, the intervention was stopped and the patient was in a good mood. No additional information was provided.